Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 3 of 9. A fluid leak was subsequently discovered in step 9 of treatment complete. Fluid was found in both the pump module area and on the external portion of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information has been requested, however to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 3 of 9. A fluid leak was subsequently discovered in step 9 of treatment complete. Fluid was found in both the pump module area and on the external portion of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.